Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the medical team identified solid carbonized material formed in proximity or on the catheter electrode(s) prior to ablation. The physician stated that the amount of char was excessive for their standards. Anticoagulation is present, but act (activated clotting time) has not been tested. Heparinized saline used as the irrigation fluid. There were no irrigation issues noted. There were no flow rate change issues. The correct catheter settings were used. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the medical team identified solid carbonized material formed in proximity or on the catheter electrode(s) prior to ablation. The physician stated that the amount of char was excessive for their standards. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, irrigation, temperature and impedance tests were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31366043l and no internal action related to the complaint was found during the review. The foreign material inside the pebax was confirmed. This material could be related to the char/thrombus originally reported due to the location of the failure observed. Therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).